Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19792. It was reported on (B)(6) 2013, the patient experienced pain and muscle spasms in her low back and left hip and she went to the emergency room. On (B)(6) 2013 the patient reported the pain had not subsided, but was substantially better. The leads were explanted on (B)(6) 2013 as scheduled. At the two week follow up, the patient reported continuing soreness in her back. The next course of action is unknown. Note the patient received 2 leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.